Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Additionally, it was reported that the customer was filling the cartridge with cold insulin. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.